Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred and the device's exhalation valve was leaking. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred and the device's exhalation valve was leaking. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.